Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2009 patient reported the luer lock split cutting the patient. Patient stated he took care of the wound caused by the alleged product. Patient reported he discarded the alleged product. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.